Event description:
On (B)(6) 2024, a patient (pt) left a voicemail reporting "an adverse event that led pt to the hospital due to a contact lens (cl)." No additional information was provided. On 15may2024, the pt provided additional information. The event started on 04may2024 in puerto rico. The pt "rarely" uses cls. The suspect cl was new, with no abnormalities noticed before insertion or after removal. The pt started to "feel and experience" tearing, discomfort, "sensation like something in the eye" in the right eye (od) while wearing an acuvue® oasys multifocal brand cl. The pt removed the cl, later cleaned it and felt the "same problem" after reinsertion. That night, he pt "kept feeling discomfort, then extensive redness after removal." The pt reported driving to the emergency room (ER) around 3:00 am because the od was closed due to excessive tearing and swelling. In the ER, the od was cleaned "with solution and was very painful," then numbed with "anesthetic drops" to evaluate they eye. The ER doctor "used a dye to check the eye and saw the cornea lacerated," and the pt was referred to a specialist. The pt reported receiving 2 intramuscular injections for pain and an eye patch at the ER, and stated "cannot see well now through the eye." The pt visited an eye care professional (ecp) the following sunday and was diagnosed with "eye infection with laceration in cornea with pus." The pt was prescribed moxifloxacin 2 drops every 5 minutes for the first half hour, then every 30 minutes for 2 days, then hourly (duration not provided) and now four times daily (qid) until follow-up on friday. The pt was seen by the ecp the next day, having the pupil dilated and a dye used "to check" the od. The pt reported the ecp observed the eye laceration with pus again but it was "getting better." The pt was prescribed erythromycin ointment for use at night, cyclopentolate hydrochloride 1% for use three times a day (tid) tapered to twice daily (bid) today for pain and light sensitivity, and "hydrogel moisturizer gel refresh" for use qid to prevent dryness. The pt agreed to email discharge papers from the ER and the medical records from the ecp after a follow-up appointment this friday. The pt reports "still not good" as pt "cannot see much but improving." The pt is currently wearing glasses and was advised to not use cls until "possibly (B)(6) 2024." Additional attempts were made to obtain medical records and status of product return from the pt by phone and email on (B)(6) 2024, with no success. No additional information has been received. This od "eye infection" is being reported worst-case as we were unable to verify the diagnosis with the treating ecp. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b013kbj was produced under normal conditions. The suspect product was requested for return for evaluation but has not been received. No additional evaluation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed if applicable.